Event description:
It was reported that there is a broken air detector. No additional information.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the air detector door is damaged. Damaged drain valve, missing fan guard, and cracked return tube. Functional testing found the disposable alarm is sounding because the air detector door is no longer keeping the filter line in place. The root cause of the reported issue was found to be damaged air detector door. Replaced obsolete air detector with new air detector. Replaced drain valve, fan guard, and cracked return tube. Device passed all functional testing. D5 and e4 are unknown, no information provided to date.